Manufacturer narrative:
System analysis performed on march 17, 2017. The reported issue could not be reproduced and no failure was found.

Event description:
It was reported that during a prostate procedure, the system did not recognize fibers. The procedure was completed using an alternative procedure. There was no patient injury reported.